Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father stated that upon removal of the sensor, there was no sensor wire. A couple of days later, the patient complained of pain in her abdomen and when the patient's father looked closely, he could see a small lump under the skin where the sensor had been inserted. The patient's father took the patient to the doctor on (B)(6) 2018 and saw their general practitioner who referred them to have an x-ray image performed. It was indicated that the x-ray image showed the sensor wire in the patient's abdomen area. On (B)(6) 2018, further contact was made with the patient's nurse and it was reported that the patient went through surgery with general anesthetics to have the sensor wire removed. She indicated that the patient was doing good and was back at school. On (B)(6) 2018 it was reported that the patient's dressing was removed and at the time of contact, the patient as doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.